Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The medtronic representative noted that emitter field may be smaller than usual. Reported behavior could not be replicated. Also noted a slight inaccuracy while checking on the anatomy points for the verification after the registration, it was slightly off but not significant (tip of the nose was slightly away from on the 3d view). There is no indication of the imaging flipped the side during the procedure. On (B)(6) 2015 software analysis was unable to determine probable cause with the information provided. Reported behavior could not be replicated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that while the surgeon was working on the right side of the lesion, alleging the navigation system was tracking on the left side. The medtronic representative was present at the site until registration was complete with no issues. No further information was provided by site. Delay in therapy was less than one hour. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.